Event description:
The patient was undergoing a lap chole. The clip applier would not fire properly. Another device was obtained and the case continued without incident. No patient harm.====================== manufacturer response for endoscopic clip applier, ligamax endoscopic multiple clip applier (per site reporter).====================== reporter not aware of sales rep response.